Event description:
Complaint is reported as: during use of the machine, the tubing pops off of the port and has to be continuously re-connected. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The device was not returned for evaluation, therefore, the complaint could not be confirmed.